Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be interrogated. Multiple programmers were attempted, along with moving the programmer to another room and holding a magnet over the device for different durations. Troubleshooting was discussed. It was noted that the patient was exposed to some radiation in the form of a CT scan.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced.

Event description:
New information received notes that the patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of device could not interrogate was confirmed in the laboratory. X-ray inspection did not reveal any anomalies. Further testing, including automated hybrid testing and direct measurements on the internal components and hybrid circuitry, indicated an anomaly that was consistent with the integrated circuit (ic) failure. The implant duration was 0.97 years, projected longevity of the device is 2.0 year based on field settings, which is below projected longevity.